Manufacturer narrative:
Age at time of event: 18 years old or olderthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:57 pm CT. The report number is being corrected from: 2134265-2018-64189 to: 2134265-2018-63468.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at second dilation and was then simply pulled out from the patient's body. The procedure was complete with different device. No patient complications were reported. Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal to the distal end of the proximal markerband. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands.a visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at second dilation and was then simply pulled out from the patient's body. The procedure was complete with different device. No patient complications were reported.